Manufacturer narrative:
On 07-dec-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced gel bleed in the breast implant after surgery. During the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and a tear was noted within the crease/fold, measuring approximately 0.1 cm. The gel bleed could not be confirmed since the integrity of the shell was compromised due to the rupture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The suspect medical device that ruptured was the patient¿s right breast prosthesis. The following have been updated: lot # lot #5907330, serial #(B)(6) . A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For lot #5926820, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. For lot #5907330, a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant exchange. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old non-hispanic female patient underwent an unspecified breast surgery with a mentor memorygel breast implant 350cc gel breast prosthesis that showed gel bleed after implantation. Gel bleed was observed after explantation surgery was completed on (B)(6) 2020. The patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 275cc gel breast prostheses. Two serial numbers were provided to mentor: (B)(4) for patient¿s left breast prosthesis, and (B)(4) for patient¿s right breast prosthesis. It was not specified which device had the gel bleed. If clarification is received, a supplemental report will be submitted.